Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt short port burst. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leaks were observed. The air was removed through the inflation valve without any difficulties. Air was passed through the co2 insufflation port; no blockages were observed in the insufflation tubing. We did not identify any non-conformities. Each btt undergoes a full insufflation inspection prior distribution. Based on the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product number. There was no non-conformance recorded in the lot history. (B)(4).